Event description:
It was reported, that one month after the initial operation the lag screw was sliding to outer the side. Revision is not planned, the patient's condition will be continued to be monitored. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Foreign: japan. Concomitant medical products:¿ z nail cmf 11.5mmx17.5cm 125r; item# 47249818011, lot# 3077263, z nail 5.0x32.5 cort screw fa; item# 47248403250, lot# 65604982, z nail cmf nail cap 0mm; item# 47250000200, lot# 3087024, z nail cmf 5.0x75 ant sup scr; item# 47250107550, lot# 3083309. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00178. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As no product was returned, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. Based on the available information, it is not possible to determine the root cause for this issue. A further and more comprehensive investigation was carried out, which determined that no potential corrective and/or preventive actions are required. This decision was based on the conclusions from literature review, complaint review from health care professional, and current acceptable performance of the nail system with taper locking screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.